Event description:
It was reported that, "small crack is developing on targeting jig. No patient was harmed or any delay in surgery."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.